Event description:
Consumer said the snore-guard works great but the bottom of the device breaks down. Review of the pictures received of the guard indicated the lower bite pads have somewhat separated into two halves after fitting and use. Lower bite pads were still connected to the device and do not represent a choking hazard.